Event description:
A patient was found to have a discontinuous nj noted on a kidney, ureter, and bladder (kub). The tube was removed and was found to have a completely ruptured inner tube. There was a large tear in the outer layer, but was not completely avulsed. It was able to be removed carefully in its entirety under fluoroscopic guidance. Two days prior, it was noted that the tube was difficult to flush after medication administration.